Manufacturer narrative:
The device has not been received by anspach. The device is not available for evaluation. If additional information is received, a supplemental report will be sent.

Event description:
Report 1 of 3. Report received from (B)(6) stating that during a surgical procedure, the device "would not work even though the doctor pushed it with their foot." It was unknown if there was a delay to the surgical procedure. It was unknown if spare foot pedals were available for use. Pt information was unknown to the reporter. It was unknown if medical intervention was required. There was no additional information provided.